Event description:
Pt desaturated to 40's and then bagged by respiratory therapy. Saturations did not improve. End-tidal adapter used and did not change color. Ett (endotracheal tube) pulled and pt was then bag-mask ventilated. Pt was successfully intubated after three failed attempts. Meanwhile, ventilator remained cycling. An attempt was made to place the ventilator on standby. The touchscreen and all function keys were frozen. The ventilator was then turned off by power switch and turned back on to resume settings; working appropriately.